Event description:
It was reported that patient had an infection and a catheter revision was planned. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information: it was reported that a culture was obtained though the results were unknown. The patient was checked into the hospital and spent about a month on antibiotics. When the hospital cleared the patient for surgery the spinal catheter portion was replaced. The patient was reported to be "doing great". The pump was delivering lioresal.

Manufacturer narrative:
Catheter model# 8709sc (B)(4) implanted: (B)(6) 2010 explanted:unk. Corrected information: the initial MDR was filed as manufacturer's report # 3007566237. Additional review indicated the correct manufacturing site was site # 3004209178.